Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted tip of device was fractured. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to use error. The surgeon acknowledged that he over-torqued the driver causing it to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the surgeon fractured the tip off the end of a custom hexalobe driver. The surgeon stated that he torqued the driver with more than the recommended amount of torque. The surgery was delayed over 30 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.